Manufacturer narrative:
Evaluation of the returned smart coil revealed that the device was returned without its introducer sheath; therefore, the reported smart coil would not advance from its initial position during the procedure was unable to be confirmed. Further evaluation of the device revealed that the pet lock was separated, the pusher assembly was kinked, the embolization coil was detached from the pusher assembly and had offset coil winds. Based on the reported complaint, this damage was likely incidental. The root cause of the damage could not be determined. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement. Forceful advancement against this resistance may have contributed to the kink near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the smart coil was able to advance through its introducer sheath without an issue. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement. Forceful advancement against this resistance may have contributed to the kinks near the pusher assembly mid-joint. During functional testing, the smart coil was unable to be advanced from its returned position due to the kinks in the pusher assembly. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01697, 3005168196-2021-01698.

Event description:
The patient was undergoing a coil embolization in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, three smart coils would not advance from the starting position of their introducer sheaths due to the friction locks being too tight. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.